Event description:
The patient underwent the successful coil embolization of a left paraclinoid/ ophthalmic artery aneurysm. Five months post procedure, the patient underwent a second procedure during which five non boston scientific coils and a boston scientific intracranial stent were placed to treat the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure. Other for no allegation of product malfunction or non conformance contributing to the reported event.